Event description:
On 3/17/2005 a dental implant was placed in tooth location # 18. Subsequently, the pt was experiencing paresthesia. On 3/30/2005 the implant was removed form the pt's mouth. Eight months later the clinician was contacted. The clinician stated that the implant was removed because of v3 type paresthesia and also at the request of the pt. After the implant was removed the pt's paresthesia dissolved. The clinician stated the pt has minor inside lip numbness and is improving. The pt will have the implant replaced at a later date.